Event description:
Three patient samples with discrepant results for multiple assays. Initial bun gave 11.8; repeat gave 22.7 mg/dl. Initial calcium gave 11.4; repeat gave 10.3 mg/dl. Initial ast gave 73; repeat gave 24 ul. Erroneous results were not reported. The field service representative was unable to determine a root cause. Performance tests were performed and within specification.

Event description:
Three patient samples with discrepant results for multiple assays. Patient 2, initial ck gave 126; repeat gave 88 u/l. Erroneous results were not reported. The field service representative was unable to determine a root cause. Performance tests were performed and within specification.

Event description:
Three patient samples with discrepant results for multiple assays. Patient 3, initial total protein gave 8.1; repeat gave 6.9 mg/dl. Initial albumin gave 4.7 g/dl. Repeat gave 3.9 g/dl. Erroneous results were not reported. The field service representative was unable to determine a root cause. Performance tests were performed and within specification.